Event description:
It was reported that perforation occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.25mm rotapro and a rotawire and wireclip torquer device were successfully used during the procedure. The devices were removed. Subsequently, a 2.50mm x 30mm emerge balloon catheter was advanced into the lesion for balloon angioplasty. Post emerge balloon catheter use, imaging was performed and a small perforation in the lad was observed. The patient blood pressure dropped. The perforation was treated with stent placement. No complications were reported. The patient status was stable and fully recovered post-procedure.